Event description:
It was reported that this right atrial (ra) lead exhibited intermittent loss of capture (loc). Additionally, threshold measurements were found to be low. No successful threshold tests have been stored due to low evoke response. Reprogramming options were discussed. Additional information was received that the patient underwent a therapy upgrade procedure. The physician opted to keep this lead implanted. Threshold measurements were found to be within normal limits during the procedure. No adverse patient effects were reported. At this time, this lead remains in service.